Manufacturer narrative:
A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of the device ¿ 33 days. The device remains implanted and the patient remains on lvad support. No further events have been reported. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. On (B)(6) 2015, the patient's follow-up blood tests indicated low hemoglobin levels and elevated urea. The patient also reported black tarry stools. At the time, the patient's inr was 3.6. The patient was not taking aspirin. The patient was admitted via the emergency department for further evaluation of the bleeding. Treatment was initiated with pantoprazole. The patient's anticoagulation (inr) was reversed with administration of vitamin k. An endoscopy showed an unspecified upper gi bleeding site that was clipped two times. The patient was transfused with 2 units of blood. The patient's sildenafil dosage was reduced and octreotide was initiated. On (B)(6) 2015, the patient was discharged with continued proton pump inhibitor (ppi) and octreotide therapy. It was reported that this event was the third occurrence of gi bleeding for the patient since the lvad was implanted; the prior two events were not previously reported. No additional information was provided.